Manufacturer narrative:
Other applicable components are: product ID: 37092, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the antenna broke off in the patient programmer. The end pin was out of the patient programmer, but it no longer connected/synced. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer was received stating no known changes led to the patient programmer syncing issues and the issue had been resolved at the time of the report. No further complications were reported or anticipated.